Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door mechanism was found to be out of alignment. Once re-aligned, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door of the imaging system would not open. There was no patient present when this issue was identified. No additional information was provided.